Event description:
It was reported that the vns pt was seen for a follow-up appointment and when a system diagnostic test was performed, high lead impedance resulted. The pt's device was programmed off at that time. There was no report of any preceding trauma that would have caused or contributed to the high lead impedance. The pt was also experiencing an increase in seizure frequency since (B)(6) 2010 which was the last time the pt was seen for follow-up. There were no diagnostic test results for the (B)(6) 2010 appointment. The pt subsequently had surgery where the lead and generator were replaced. The explanted devices have been returned to manufacturer where analysis is underway.

Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to death or serious injury.